Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-oct-2022 to 08- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that a cubie lid failed and could not be accessed due to the damaged cubie. A technical support specialist generated a po for the bin location and instructed the local servicing pharmacy to process the po as soon as possible, as it would replace the cubie in question. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had cubie failure. The customer added that cubie was not opening and prevented user from dispensing oxycodone 10mg medication, they released the cubie and opened through cubie admin and took the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident showed the system had a broken cubie. The technical support specialist changed cubie to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank had cubie failure. The customer added that cubie was not opening and prevented user from dispensing oxycodone 10mg medication, they released the cubie and opened through cubie admin and took the medication. There were no adverse events or injuries reported based on this event.